Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 58 mg/dl. Cause of bg level was not known. Reportedly, customer was assisted by paramedics (nature of assistance was not provided) and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.